Event description:
This senior medical affairs specialist reviewed the information given to a customer care advocate, cca, in early 2009. The pt/layperson had alleged that his one touch ultra2 meter had continued to display the low battery sign since the christmas holiday despite having twice inserted two new batteries. Because he reportedly had not tested on the meter for several weeks, but now and then used a friend's, the pt "ate less". At times he "felt low and also high." Reportedly, the pt would skip a dose of insulin; however, he did not indicate how frequently or which insulin (his humalin n or humalin r.) When asked whether he had symptoms due to the alleged issue, the pt stated he was "sweaty" two weeks after the issue began. However, it is unclear if he self treated. When the pt saw his physician during that period, his insulin was increased and another pill was added (type not provided). The product was replaced. The complaint is classified due to an allegation that the pt was unable to obtain results after the product allegedly would not function and later developed a symptom that meets the criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Event date (b1) not recall by pt.